Event description:
The tip of the pedicle finder broke off of the instrumentation.====================== manufacturer response for pedicle finder-reusable instrument, straight pedicale finder======================the device was replaced within the set.